Event description:
It was reported that during a lung wedge resection procedure, only one side of the stapler cartridge fired. There was no pt consequence. The procedure was completed with another device of the same product code.